Manufacturer narrative:
It was reported that the alleged two samples were from the same patient. The samples were two aliquots from two different blood culture bottles. The investigation consisted of analyzing the dataset provided by the customer, reviewing internal documentation as well as testing customer returned materials. A review of the data did not show any abnormalities. Additionally, no run malfunction was observed and the eplex instrument was working within design specifications. An internal review showed that the complaint lot met established qc release specifications and was released successfully. The internal testing from blood culture on both aliquots resulted in the presence of candida lusitaniae and candida parapsilosis. Based on the information and data provided and the investigation performed, there is no indication of a product problem. The issue is sample-specific. In mixed cultures, cobas® eplex bcid-fp assay test panel may not identify all organisms in the specimen, depending upon the concentration of each target present. A review of the provided data indicated that the alleged sample is at the limit of detection of the assay. The target concentration was likely at or near the analytical sensitivity of the assay, resulting in no target detected. Additionally, per the method sheet, "there is a risk of false negative results due to the presence of sequence variants in the fungal targets of the test."

Event description:
There was an allegation of questionable results for two patient samples using the eplex blood culture identification fungal pathogen (bcid-fp) panel on a eplex instrument. Sample 1 initially generated negative results, however, maldi identification of the subculture growth was candida lusitaniae with log score >2. On (B)(6) 2024, sample 2 initially generated a positive result for the candida parapsilosis target. Culture detected candida parapsilosis and candida lusitaniae. The maldi log score was >2.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). Investigation is ongoing.